Manufacturer narrative:
Investigation of the customer issue included a review of complaint text, a search for similar complaints, a review of batch records, a review of labeling, and accuracy testing. No adverse trend was identified for the customer issue. Batch record review did not identify any events or issues that may have impacted performance of either lot. Labeling was reviewed and found to be adequate. The patient sample was not available for return. Clinical (B)(6) was evaluated by testing two commercially available (B)(6) ((B)(6)). The (B)(6) results were compared to (B)(6) test results provided by (B)(6). The (B)(6). Based on these data it was shown that the (B)(6) performance is not adversely affected. Internal panels were tested using retained kits of the likely cause (B)(6) lots, and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a (B)(6) result while using the architect (B)(4) ag/ab combo assay. The following data was provided (s/co) for the same donor. First donation ((B)(6) 2015) tested with lot 49120li00: (B)(6). Second donation ((B)(6) 2016) tested with lot 57554li00: (B)(6). Sample from the first donation ((B)(6) 2015) tested with lot 58292li00: (B)(6). The customer stated that the sample was sent to the serum bank for viral load testing, however the specific method or values were not provided. The customer also stated the blood products from the (B)(6) 2015 donation were transfused due to (B)(6) results using lot 49120li00, however no information was known about recipient patient impact.